Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a false positive result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat system. The original sample generated a positive sars-cov-2 result. Both the original sample and a newly collected sample were then tested with the c6800 sars-cov-2 test which generated negative results. No harm was alleged. The patient samples were collected using copan utm media tube. The original test was run using assay tube lot 00625z (c6oz) on cobas liat analyzer s/n (B)(4) and retesting was done using the cobas 6800. No further information regarding sample collection or handing is currently available. According to the methods sheet, specimens should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. A review of the data revealed the sars-cov-2 and internal control pcr curves both have moderate amplification with slightly delayed CT values. No abnormalities are observed. A systems assessment was conducted on the cobas liat analyzer which did not identify any product issue. Therefore, it is possible the patient sample was a true-positive.

Manufacturer narrative:
(B)(6). A customer alleged a false positive result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat system. An investigation was performed to evaluate the customer issue which did not identify any product problem. Based on review of the pcr curves and CT values, it is possible the patient sample was a true-positive. (B)(4).